Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On november 14th, 2023, a clindex notification was received indicating that a severe complication occurred to a patient listed on the shoulder arthroplasty registry. On (B)(6) 2023, a patient underwent a procedure in which the arthrex univers revers apex was implanted. On (B)(6) 2023, the patient experienced a dislocation in which a 6 mm metallic spacer and a 3 mm of constrained spacer were placed. This event was initially indicated as probably not related to the univers revers apex. No further information was provided.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is a patient-specific event, specifically a dislocation, which was indicated as not related to the device. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.